Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting causing pump to shutdown. Low battery alerts and shutdown alarm were received. Customer loaded a new cartridge and insulin delivery was resumed. Customer's blood glucose was 326 mg/dl. Although multiple attempts were made by tandem technical support to confirm battery was functioning properly, customer did not reply.